Manufacturer narrative:
The user facility reported that the error condition could be removed by replacing the ventilator motor. The device was reportedly tested afterwards, found compliant to specifications and was returned to use. There was neither a log file made available nor the replaced motor. Thus, dräger was not able to perform an investigation. The available information does not allow a reliable conclusion in regard to the potential root cause. In fact, it is even not possible to confirm the reported behavior. There was no detail in the report which would reasonably suggest that a patient might have been put at risk. A ventilator failure may occur due to various reasons including malfunction, loss of energy supply, use error or patient condition. When the device shuts down automatic ventilation this will be accompanied by a corresponding alarm. Manual ventilation with the built-in breathing bag remains possible and - depending on the exact nature of the fault - monitoring functionality may also be still available as well.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a ventilator failure during a case. There was no patient injury reported.